Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm magna valve implanted in the aortic position for unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed successfully with a 20mm 9755rsl transcatheter valve with no complications.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a 19mm magna valve implanted in the aortic position for unknown period of time underwent a valve-in-valve procedure due to stenosis. The patient presented with shortness of breath. The procedure was performed successfully with a 20mm 9755rsl transcatheter valve with no complications. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 component code, health effect - clinical code, and device code(s).